Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. A review of the log file spanned approximately 4 days (03oct22 ¿ 07oct22 per time stamp). On 04oct22 at 01:15:02, and 05oct22 at 00:25:22, 00:25:26, 00:25:49, and 00:26:06, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~2-3.5v. This was due to a loss of ac power and is consistent with an ac cord disconnection. The alarms cleared on its own shortly after each time after the cord was plugged in. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information provided on 17oct22 stated the mpu had a v-lock connector and the ac power cord came loose at the wall outlet. Per the information provided, the root cause for the no external power alarm was determined to be user error by disconnecting the ac cord from the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu's ac power cord came loose at the wall outlet. The defective battery clip was replaced and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple no external power alarms. The patient stated that when the modular cable is twisted a certain way, the system controller beeps. A review of the log file captured low voltage hazards and no external power events. The no external power events occurred on the mobile power unit (mpu) and appeared to be from a total loss of power to the mpu. The patient revealed that the mpu was sometimes disconnected from power. There was also random power cable disconnects while on battery power. The defective battery clip was replaced.